Event description:
Ultrasonics not performing as intended.

Manufacturer narrative:
During preventive maintenance on the system 83 plus 9, the service technician noticed the ultrasonics were not functioning. The customer did not know how long the ultrasonics were not functioning. The last preventive maintenance was performed on 10/09/2013, at that time the ultrasonics were working properly. The generator board was inspected and found the reported symptom was attributed to a shorted diode within the ac bridge rectifier. The unit is operating as intended.